Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she has been hospitalized due to bend cannulas. Customer stated she was hospitalized for high blood glucose over 600 mg/dl. Her symptoms were hard time breathing, headaches, disorientation, body aches, and nausea. Her blood glucose was getting high and she had remembered them asking if she had bent cannulas, so she pulled it out and it was bent. She inserted a new infusion set and the her blood glucose went higher. Customer was treated with fluids and medication, was there for four hours. Troubleshooting wasn't performed on the insulin pump. The customer is not returning the device for analysis.